Event description:
Leaking umbilical vein catheter (uvc). Md ordered to discontinue uvc. Rn removed sutures, pulled gently on the catheter and she felt a snap. Only another 1/2 cm of catheter came out with the rest of the catheter remaining in the patient.